Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk also, with a cracked end cap. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. However, the insulin pump passed self-test, displacement test, unexpected restart test and all operating currents measurement were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 210 mg/dl at the time of incident. The customer's mother stated that the insulin squirted during manual prime process. The customer's mother stated that the drive support cap was protruded. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.